Event description:
It was reported that intra-op, intermitent fault/ delay when using unit nim 3.0. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product: patient interface 8253200 response 3.0, serial/lot: (B)(6)/215017518. H3: product analysis could not confirm reported fault of intermittent fault/delay. However, housing was broken and clamps were loose. H6: previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product: mainframe 8253002 nim response 3.0 intl, serial/lot: (B)(6); 214879543. H3: product analysis found no fault with the device. Additional information received stating below product was involved in the event. Product: patient interface 8253200 response 3.0, serial/lot: (B)(6); 215017518. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: annex codes b21, c21 and d16 are applicable for product: patient interface 8253200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, intermittent fault/ delay when using unit nim 3.0. There was no patient impact.